Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 38 mg/dl with symptoms of difficulty speaking, unsteadiness, dizziness, blurred vision, confusion, cognitive impairment, and a severe headache. The reporter stated that the patient as treated with a glucagon injection and food/drink. The patient had remained n the pump at the time of the call. The reporter stated that the patient's healthcare provider had made changes to the pump's basal and bolus settings in relation to this event. The reporter stated that the patient felt that the pump's food database was inaccurate, and attempting to deliver a bolus based off of the ezcarb feature would cause them to go low. This complaint is being reported based on the allegation that the pump had inaccurate settings which contributed to a hypoglycemic event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivery accurately. The ez-carb bolus calculation and food database features were found to be functioning properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.